Event description:
When going to use the product a slit was noticed in the packaging. Looks like the box was opened with a knife.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rewh1061 showed no other similar product complaint(s) from this lot number.